Event description:
"The clips were not closed completely and clips fell out during laparoscopic cholecystectomy. The clips were retrieved imediately. No extension of the surgery or no patient injury was reported".